Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer returned a 2-lumen catheter and a terumo 12 ml luer-slip syringe. The injection caps were attached to the luer hubs on the catheter. Both caps were removed and the catheter was leak tested with pressurized water. No leaks or inter-lumen crossovers were observed. Both injection caps were tested with pressurized water on a leak tester. No leaks were observed. The caps were reattached to the catheter and both lumens were locked with water. The provided syringe was used to inject water through both caps. No leaks were observed. The test was repeated with an arrow 10 ml syringe and again, no leaks were observed. The caps were removed and attached directly to the leak tester to simulate back pressure from blood pressure. No leaks were observed. A review of manufacturing records did not yield any relevant findings. With no problems found on the returned sample, no cause could be determined. No further action will be taken.

Event description:
It was reported that in the patient's room, three days after the catheter was inserted in the patient's subclavian vein, the user noticed leakage from the injection hb of the catheter, and a backward flow occurring at the proximal lumen. As a result, the catheter was removed, and a new kit was opened and used to successfully complete the procedure. There was no reported delay, death, or complications to the patient as a result of this occurrence. Note: the proximal lumen had been locked by heparin or saline when not being used.

Manufacturer narrative:
Qn# (B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.